Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to stylet lumen became obstructed by a thrombus, preventing wire manipulation. In addition, patient was infected. This lv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received where it was deemed this event was nonreportable. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to stylet lumen became obstructed by a thrombus, preventing wire manipulation. In addition, patient was infected. This lv lead was replaced and never in service. No adverse patient effects were reported. Additional information was obtained indicated that the infection was not related to the product. The infection was referring to lead was disposed in the facility as infectious waste.